Event description:
"Ischemia caused by improper graft deployment position due to the procedure: the tc representative measured the distance from the renal artery to the terminal aorta as 91 mm in a straight line, and another sales representative measured as 98 mm, which was found to be short. Both the physician and the sales representative were aware that push-up and other techniques would be necessary to implant the treo device, and they shared how to perform the push-up technique and the reverse slider technique (adjusting the deployment of the stent graft by advancing the outer sheath by rotating the grey turn knob), etc. After confirming the position of the terminal aorta with angiography, a push up was performed to avoid the contralateral leg getting caught in the right cia on the ipsilateral side, and the contralateral leg of the main bifurcated stent graft was deployed in the aorta. Cannulation was then attempted to be performed but was not successful at all. Therefore, angiography inside the stent-graft was performed and showed no blood flow to the left leg, indicating that the contralateral leg was likely deployed in the right cia on the ipsilateral side. Due to concerns of ischemia of the left leg, the procedure was changed to open surgery. The main bifurcated stent graft was cut, leaving two stents from the central. Y graft replacement using a gelsolt plus (so-631608p) was then performed: the treo main bifurcated stent graft and the gelsolft plus were sutured to the vessel on the central side, and the gelsoft plus was sutured to the vessel on the peripheral side. The surgery was successfully completed. Physician's comment: the possibility of changing the procedure to open surgery was explained to the patient prior to the procedure, and the patient had no problem when awakening after the procedure. Operation type: evar ancillary device: gelsoft plus (so-631608p) blood loss: amount is unknown no image available due to hospital policy pre-case plan available: schema attached additional information available upon request (tc#(B)(4))" patient outcome: "the patient was not in serious condition and is recovering."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.